Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a drive manifold test failure during preventive maintainence. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d8. Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-(medical device problem code, type of investigation, investigation findings, investigation conclusion, component code) and h11. The fse replaced the drive manifold assembly, the drive manifold tube assembly, the muffler to reservoir fitting, and the o ring. The unit passed all safety and functional tests and was returned to the customer for clinical use.